Manufacturer narrative:
(B)(4).

Event description:
It was reported that pairing the transmitter to the receiver restarted the sensor session occurred. Data was provided for evaluation. Confirmation of the allegation and aprobable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device passed a voltage test. Pairing with (B)(4) th device: passed. The share log was reviewed and could not confirm the complaint. The probable cause could not be determined via product.